Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge patient lines appeared to be black on the inside. Reportedly, the user does not believe the discoloration is on the outside of the patient line and believes the black color is mold growing on the inside of the tubing. There was no impact to the user's blood glucose level.

Manufacturer narrative:
Corrected: date to (B)(6) 2017 per updated device evaluation.